Manufacturer narrative:
The verse dual innie correction key setscrews (B)(4) were not returned to the complaints handling unit (chu) for evaluation. No indication has been given to the devices¿ availability. As a result, the sample status has been changed to ¿none.¿ should more information and/or the device samples become available at a later date, this complaint file will be reopened and the devices will then receive a full evaluation. A review of the device history record (DHR) for the verse dual innie correction key setscrews could not be performed as no lot numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction keys were cross threading and some metal sheared off one of them. Used different correction key. Surgical delay 20 minutes.